Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as there was no patient contact. Section d-6b date explanted: not applicable as there was no patient contact. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to insertion the pre-loaded dcb00 intraocular lens (iol) haptic was broken and there was no patient contact. The procedure was completed using another dcb00 19.5 diopter iol. Patient status post-procedure was reported as fine. No further information is available.